Event description:
Caller reported experiencing a cartridge alarm but confirmed it did not negatively affect their blood glucose levels. There was no adverse impact to the customer's blood glucose level. The caller had not previously reported similar issues with this pump serial number despite consecutive cartridge alarms. Technical support decided to replace the pump under warranty and advised the caller to temporarily switch to multiple daily injections to maintain insulin delivery. The caller understood how to manage storage mode and return processes for the faulty pump, as well as programming and connecting the replacement pump, which was promptly shipped.